Event description:
It was reported that the minicap sponge was dry. The care giver explained that the sponge was orange/brown in color and appeared to have iodine on it, but it looked dry. There was no damage to the packaging and the cap was stored in a temperature controlled room. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). Manufacture date range: november 19, 2014 - november 24, 2014. The device has been returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.